Manufacturer narrative:
Device return expected, but not yet received. A follow-up will be submitted once the device is received and the quality investigation is complete. Device return expected, but not yet received.

Manufacturer narrative:
During failure analysis, the reported event was not duplicated; however, it was confirmed during service evaluation. The potential cause of the issue was determined to be a damage of the cable assembly. The successful outcome of the procedure was noted.

Event description:
During the course of a procedure at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event. The procedure was completed successfully.

Event description:
During the course of a procedure at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.